Manufacturer narrative:
The device has been returned and is pending investigation.

Event description:
It was reported to nevro that the patient's device was removed. Nevro attempted to obtain additional information regarding the nature of the device removal, but none was available. There were no reports of device-related issues prior to the device removal.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
The analysis of the returned device was completed.